Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, a bleeding ulcer was to be clipped; however, upon deployment, the clip assembly failed to release from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using injection at the site. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, a bleeding ulcer was to be clipped; however, upon deployment, the clip assembly failed to release from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using injection at the site. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Clip failed to separate from catheter.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was mashed onto the bushing. A kink was noticed in the control wire and in the coil. The clip assembly could not be deployed, and the prongs could not be opened or closed. The complaint was confirmed for clip failed to release from catheter. The event may have occurred due to anatomical/procedural factors which limited the device performance as is evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.